Event description:
It was reported that customer observed air bubbles in the tubing. The customer¿s blood glucose level was "over 600" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer performed a supply change to address the issue.